Event description:
A customer reported an erratic readings issue with the adc meter, reporting readings of 198 mg/dl, 326 mg/dl, and 34 mg/dl were all obtained within 10 minutes message. The reported readings were plotted on a parkes error grid and fell into the "c" zone showing the difference in values to be clinically significant. As a result of the erratic readings, the customer went to the emergency room and was treated with unspecified medication by an hcp. The customer declined to provide additional information regarding the erratic readings and medical event associated. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At time time no product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle freedom lite meter was reviewed. The dhrs showed the freestyle freedom lite meter passed all tests prior to release. The DHR for the freestyle strips was reviewed the DHR showed the freestyle strips passed all tests prior to release. Retain testing was performed and all units performed within specification. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an erratic readings issue with the adc meter, reporting readings of 198 mg/dl, 326 mg/dl, and 34 mg/dl were all obtained within 10 minutes message. The reported readings were plotted on a parkes error grid and fell into the "c" zone showing the difference in values to be clinically significant. As a result of the erratic readings, the customer went to the emergency room and was treated with unspecified medication by an hcp. The customer declined to provide additional information regarding the erratic readings and medical event associated. There was no report of death or permanent injury associated with this event.